Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a prismaflex machine, the calcium pump stopped. The patient did not receive calcium treatment for several hours. There was no alarm for several hours. After the event was identified, the syringe pump was gently touched and an error message (malfunction (9)(6)) appeared on the device. It was reported the patient lost all the blood in the prismaflex set (amount of blood loss not specified). The blood was not returned to the patient. The next treatment was initiated with no further problems. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was not received for evaluation. Treatment data analysis was performed and there was no malfunction alarm recorded during this time. The syringe pump was working as intended. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.